Event description:
The reporter contacted animas on (B)(6) 2012 stating that all the keypad buttons had a delayed response. The reporter denied evidence any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the bolus button cover was found to be torn but the bolus button was found to be responding normally to presses. A damaged bolus button cover will allow contamination to permeate the button contact negatively impacting the button function. The damaged button is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.